Event description:
It was reported that a patient underwent a fusion surgery at l5-s1. A cage was inserted posteriorly. Post-op, the patient started having more severe pain and was found to have "bone fragments" irritating nerve roots and had a decompression of spine 140 days post-op. Patient now reports lumbar nerve root damage from scar tissue formation around nerves. Patient also reports severe right leg pain and back pain. Patient takes a large amount of neurontin for the nerve pain and md has discussed a spinal stimulator implant to help reduce pain and maybe increase quality of life. Patient claims the surgery has changed her quality of life forever. Patient is unable to work due to chronic pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.